Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 1300 mg/dl. The customer was dispatched via emergency medical service to the hospital as a result of hyperglycemia. The customer was treated with manual injection and intravenous insulin drip for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was unable to complete troubleshooting as per customer insulin pump was not working. Troubleshooting was declined for carelink upload. Customer lost the battery cap of insulin pump. Customer also reported that insulin pump had crack on it. Troubleshooting was completed for cosmetic damage. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer also had other event of hypoglycemia and hyperglycemia and will call back again to report it. The insulin pump will be returned for analysis.